Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits signs of abrasions, and partially erased blue arrow indicator. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during a prostate procedure, at 111,083 joules of use and 18:55 minutes, broken fiber at window was noted. The fiber tip (cap) was cleaned during the procedure. The fiber was exchanged and the procedure was completed utilizing the second fiber. There was no injury to patient reported.